Event description:
It was reported there is a sharp metallic piece on the 5310ivc bed; specifically where one of the welds meets the bed frame. As a result, multiple nurses have cut themselves when assisting patient's using this bed.